Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's mother reported that the patient slid down stairs and the entire sensor assembly came off the patient's body. The patient's mother did not see the sensor wire anywhere and was concerned that the sensor wire was retained in the patient's skin. The patient was taken to the emergency room (ER) on (B)(6) 2017 and had x-rays taken. The result of the x-ray images did not detect the sensor wire. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.